Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected. The complaint is confirmed. The root cause is attributed to rough handling. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device was returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The distributor reported a defect in the packaging. This was identified during their initial inspection of received product. The device was not sent to a user facility.